Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped when inflating the device. Therefore, they used another one with no incident. There was no reported patient injury. The device was used in the patient. The device was stored as per labeling and opened in sterile filed. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel level of tortuosity was moderate. The stick location was anterior. The mynx vcd was prepped according to instructions for use (IFU). There was a prior pta, stent,in the common femoral artery or vein. Another mynx device was used to achieve hemostasis. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped when inflating the device. Therefore, they used another one with no incident. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel level of tortuosity is moderate. The stick location was anterior. The mynx vcd was prepped according to instructions for use (IFU). There was a prior pta, stent,in the common femoral artery or vein. Another mynx device was used to achieve hemostasis. The patient recovered. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped when inflating the device. Therefore, they used another one with no incident. There was no reported patient injury. The device was used in patient. The device was stored as per labeling, and opened in sterile filed. The device will be returned for evaluation.